Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision procedure. Prior examination of the ra lead revealed failure to capture. The right atrial lead was initially abandoned on (B)(6) 2020, and was replaced on (B)(6) 2022. No patient consequences were reported.